Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. Blood glucose value when admitted to hospital was 47 mg/dl. The customer was hospitalized on (B)(6) 2017 around 2:30 am. The customer was wearing the insulin pump during the hospitalization. The troubleshooting was declined for the low blood glucose level. The insulin pump will not be returned for analysis.